Event description:
The customer reported that the fractional inspired oxygen (fio2) was not displaying correctly on an 840 ventilator. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced oxygen (o2) sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).